Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter they have a short study of 8 hours. The study will be provided for review, no device is returning. The device functioned correctly during the previous procedure. There was no harm to the patient or user, and the customer is not sure if a repeat procedure will be performed.